Event description:
The customer reported the battery cant be charged. Due to the backup battery failing to charge . If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.